Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. 360 steri mate has a short condition causing it to heat up and melt the inside of the steri mate. Water solenoid valve would not fully close allowing water to leak from the insert when the unit is not in use. Tested unit and is working good. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a g1000, the coil sensor malfunctioned and the unit ran with no water flow with the sterimate in the holder. The sterimate, holder, and the insert melted; no injury resulted.